Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the fault with the electrocardiogram (ECG) port. The ECG connection is broken loose from the link electronic module (lem) board.

Event description:
It was reported that the ECG port is faulty, and the handle is broken. No information was received indicating patient involvement.

Event description:
(B)(4).